Event description:
It was reported an infection occurred. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, and theouter insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant products: d274drg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2012; 6940 implantable tachy lead, implanted (B)(6) 2000; 6943 implantable tachy lead, implanted (B)(6) 2000. (B)(4).